Event description:
Event description guidant received information that both of these leads were attempted implants. The 4470, fineline ii lead perforated this patient's right ventricle and was explanted. The 4450, fineline lead was opened by mistake and there is no allegation against these lead. Both leads will be returned for laboratory analysis.